Manufacturer narrative:
Additional information was received that the patient was implanted with a competitors device.

Event description:
A report was received that the patient will undergo an scs revision for an unknown reason.

Event description:
A report was received that the patient will undergo an scs revision for an unknown reason.